Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic colectomy, when trying to connect the anvil and the center rod, it was inserted halfway, but was stiff and could not be connected. The surgeon tried to remove the anvil from the center rod to try to connect again, but it did not move at all. The surgeon was advised by the sales representative to touch the wing nut and then the anvil was removed. The surgeon was able to perform anastomosis after retrying using the same device. The hole around the center rod at the remaining rectum side has become slightly larger. The surgical time was also confirmed to have been extended by 30 minutes due to the issue with the device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade. Further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. Functionally, the device was subjected to a measured anvil attachment test and a measured anvil retention test with acceptable results. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.